Event description:
The facility scrub technician reported there was no reaction out of the laser. The surgeon stated the light coming back was blinding. The case was canceled. The facility rep stated there was no harm to the surgeon. The facility rep stated no further info will be provided. No pt harm was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The doctor filter safety features were checked and were in working order. Preventive maintenance was performed, including a software update. The system was then tested and met all product specs. (B) (4). (B) (4). (B) (4).